Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient¿s ipg was non-functional. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient¿s ipg was non-functional. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient¿s ipg was non-functional. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. Device malfunction was suspected due to being shocked because of atrial fibrillation. The patient was reportedly doing well postoperatively. The explanted ipg was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient's ipg was non-functional. It was mentioned that the patients battery was subjected to a defibrillator. The patient will undergo an ipg replacement procedure.